Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer board was checked and has been replaced to solve the issue. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The issue was decided to be reported as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).